Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error twice over the past 2 days during the basal process. The blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. The customer also reported issues with batteries beginning about 2 to 3 months prior. Advised replacement of the insulin pump. Nothing further reported.